Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell on his head. At a regular fitting appointment 4 weeks later in situ measurements showed affected channels. Hearing performance with the device is affected. Prior to the trauma hearing performance seemed to be satisfactory. Further steps will be discussed with medical team and audiologist.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell on the head and, at regular fitting appointment 4 weeks later, in situ measurements showed affected channels. Hearing performance with the device was affected. Prior to the trauma hearing performance seemed to be satisfactory. The user has been re-implanted.